Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with the description, it does not screw up. Additional information was received, procedure was able to be completed with a new shooter.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.11. One opened company handpiece injector was returned for evaluation for the report of difficulty advancing. Additional information was provided in h.3.,h.6 and h.11. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual, dimensional, and functional testing associated with the reported event. Therefore, an injector with difficulty advancing as described in the complaint was not confirmed. The manufacturer internal reference number is: (B)(4).